Event description:
It was reported that while drilling in the lumbar area, the bur broke at the head. The broken bur was retrieved and there was no pt injury associated.

Manufacturer narrative:
Device not returned for evaluation.